Manufacturer narrative:
The practice reported the devices used during treatment are not available for return. A support log and serial numbers of the ulthera control unit and hand piece used during treatment were not provided by the practice despite attempts on 04-jun-2019, 12-jun-2019, and 02-jul-2019. However, the practice provided the serial numbers of three transducers allegedly used for treatment (B)(4). A device history review (DHR) was performed on all three transducers. Evaluation of the DHR records revealed no non-conformances or deviations were associated with the manufacture of these devices and each passed required testing prior to distribution. As a support log was not provided, an evaluation of the log could not be performed. It is noted that transducer 18m050410004 was expired at the time of treatment, and per the ulthera system instructions for use expired transducers should not be used for treatment. As the practice stated the devices performed as intended and no evidence of device malfunction was identified during investigation, it is not confirmed if a merz/ulthera device caused or contributed to the event. However, a contributory role to the treatment with ulthera system cannot be excluded with certainty. A review of the ultherapy patient complaint trend analysis revealed the reported issues of edema and burn are within allowable limits and will continue to be monitored. No additional information is available at this time. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
No information regarding the serial number of the ultherapy control unit has been received at this time. The practice reported the transducers used during treatment are not available for return. No additional information is available at this time. When additional information becomes available, a supplemental medwatch will be filed.

Event description:
On 28-may-2019, ulthera received a report from a (B)(6) affiliate stating "a female patient received her 3rd ultherapy treatment for lower face and upper face on (B)(6) 2019. The patient experienced swelling the next day and found blisters on two sites of face. The patient felt as though during the treatment, not enough gel was used and that the transducer was not moved enough/often enough." On (B)(6) 2019, the clinic replies with further information from the nurse stating the edema had resolved; however, a 2nd degree burn had occurred and it was unknown if the burn would heal without scarring. Additional information was received on 18-sep-2019 stating "finally, the nurse . . . And the dermatologist . . . Saw the patient on (B)(6) 2019 and came up with this final answer and recommendations. Patient shows permanent scarring on her cheeks (mostly the left one) and down the neck area. To reduce hyperpigmentation, the nurse . . . Used the ipl laser treatment and she'll be returning for three to four treatments. After that, to reduce scarring, profractional laser is recommended and maybe some fillers too. We could not do anything to prevent from scarring." The patient was reported to have two previous ultherapy treatments on (B)(6) 2016 and (B)(6) 2018. The reporter stated that the devices used during treatment performed as intended and no malfunctions were observed. No additional information is available at this time.